Event description:
It was reported that the patient's ipg had reached end of life (eol), and as a result lost therapy. Surgical intervention took place on 18 november 2022 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.